Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 3 did not sense closed. The field service engineer (fse) powered off the station and replaced the inseparable unit that had lost its magnet. After replacement, the hardware test application (hta) was run, and all tests passed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was closed but was not registered as closed by the system. The customer was unable to recover the storage space and was only able to fail the hardware. The back panel was opened, and no obstructions were found. The pyxis was rebooted, but the issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.